Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. A review of the trends showed the impedances were around 70 ohms and have risen to high out of range shock impedances greater than 125 ohms. At this time, the system remains in service and the physician has elected to continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. A review of the trends showed the impedances were around 70 ohms and have risen to high out of range shock impedances greater than 125 ohms. At this time, the system remains in service and the physician has elected to continue monitoring the patient. No adverse patient effects were reported.